Manufacturer narrative:
One device was returned for analysis. Visual inspection showed cracks on the rear and front housing towards the bottom and on the side near the latch lock, a worn downstream sensor, and contamination to the rear housing battery compartment and upstream sensor. Review of the event history log (ehl) was not performed due to error code 1260. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to clock battery damage. As a result, the microprocessor unit board, rear and front housing assembly, and air detector gasket were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1260. The front and rear case were cracked at the bottom along with a damaged air detector gasket. There was no patient involvement, no patient injury was reported.